Event description:
The catheter was placed and the straightener in the biliary tube would not come out of the catheter. This caused damage to the catheter, so it had to be removed and another catheter placed. The patient was not injured.